Event description:
Pt was diagnosed with left medial meniscus root tear, lateral meniscus tear, lateral femoral condyle chondral defect. The pt underwent surgery on (B)(6) 2016 at which time the surgeon attempted to use the arthrex meniscal root scorpion which malfunctioned on multiple attempts. Surgeon reported that the "trapdoor" failed to function and would not grab the stitch. The equipment was provided by the arthrex vendor.